Manufacturer narrative:
Product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v063570, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3387s-40 lot# v063929, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 7482a40, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type extension product ID 3387s-40, lot# v063570, implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v063929, serial# implanted: 2008 (B)(6), explanted: 2011 (B)(6); product type lead. (B)(4). Analysis of the stim ins ((B)(4)) found no significant anomaly. It was noted that it was not in new condition. Analysis of the stim extension ((B)(4)) found that it was broken up to the transition point. It was noted that the #0 and #1 conductors were broken 2.5 cm from the distal end. Analysis of the stim extension ((B)(4)) found that it was broken and coiled wire in body. It was noted that the insulation was broken and all conductors were broken 3.4 cm from the distal end. Analysis of the stim lead (v063570) found that it was broken within 10 cm of the connector area. It was noted that the all conductors were broken 3.1 cm from the proximal end. Analysis of the stim lead (v063929) found that it was broken within 10 cm of the connector area. It was noted that all conductors were broken 3.3 cm from the proximal end. It was noted that #0 conductor was broken 1.6 cm from the proximal end.

Event description:
It was reported that there was normal battery depletion.